Manufacturer narrative:
The date of the event is unknown. According to the article all implants were completed between december 20008 to march 2019. For this reason, the first day of the range was used as the occurrence date. Difficulty tracking the delivery system (ds) through the vasculature may be due to anatomical and/or procedural factors, including tortuous vessels, previously implanted stents and/or grafts, wire bias, and kinked ds. In most instances this resolves with routine troubleshooting maneuvers, with minimal risk to the patient. In severe cases, if the delivery system cannot track to the native annulus, the valve may be deployed in a non target location, or retracted and removed through a surgical cutdown. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the difficulty tracking is unknown; however, according to the operator, while tracking the delivery system through the tricuspid valve to the pulmonic position, a native tricuspid leaflet tore. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference article: witold ruzyllo , elzbieta k. Biernacka , olgierd wozniak , miroslaw kowalski , mateusz spiewak , alicja cicha mikolajczyk, aleksander szczesny , mariusz kusmierczyk, piotr hoffman, marcin demkow ''transcatheter pulmonary valve implantation in 100 patients: a 10 year single center experience'', advances in interventional cardiology (2020).

Event description:
As reported from our affiliates in (B)(6), per article, ''transcatheter pulmonary valve implantation in 100 patients: a 10 year single center experience'', the following events were identified: during delivery of the sapien xt valve in 2 patients, the system was entangled in the tricuspid valve, resulting in removal difficulty and surgical intervention was performed.